Event description:
It was reported that after a da vinci-assisted hysterectomy surgical procedure, the permanent cautery hook instrument had a damaged conductor wire sticking out. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The permanent cautery hook part# 470183-14 / lot/serial# (B)(4) 0140 was last used on 27 sep 2022 on system sk8098 with 9 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument conductor wire was damaged. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10. The permanent cautery hook (pch) instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged conductor wire. The pch instrument had a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap was properly seated within the distal clevis as the hook/spatula moved in yaw.